Event description:
As reported by distributor, their customer was utilizing the contrast management set an noted small air bubbles in the tubing after the component was connected to a manifold. There was no air injection or pt complications. The used device was disposed of at the hospital.

Manufacturer narrative:
Although it has been reported that the used device was disposed of at the hospital and will not be returned, an investigation will be conducted. Upon the completion of the investigation, a follow-up medwatch will be submitted. The info contained therein is being provided to the FDA to comply with regulations relating to medical device reporting. This submission is not intended to and shall not constitute an admission on behalf of boston scientific that the product which is the subject of this report in any way has malfunctioned, was defective, or causally related to any death or serious injury.